Manufacturer narrative:
On january 18 2019, haemonetics received a report of a malfunctioning light beacon on a nexsys pcs machine. The on-site technician determined that the beacon circuit board component was at fault. Haemonetics has sent a replacement component to the customer site to be installed by the on-site technician. The technician is responsible for the repairs necessary to replace the damaged component. The on-site technician completes any calibration activities required and ensures the unit meets manufacturer specifications prior to being returned to service. The malfunctioning circuit board was returned to haemonetics for evaluation and was received january 25 2019. Evidence of thermal decomposition was observed on the returned component during evaluation on february 22 2019. The device will detect any hardware failures and will not pass the post (power on self test protocol) until the device has been repaired, preventing risk of injury to the donor as a result of a hardware failure. There were no injuries reported as a result of this incident, however haemonetics has previously submitted reports of thermal decomposition observed within a device, as a result this incident is deemed reportable.

Event description:
On january 18 2019, haemonetics received a report of a malfunctioning light beacon on a nexsys pcs machine. The on-site technician determined that the beacon circuit board component was at fault. Haemonetics has sent a replacement component to the customer site to be installed by the on-site technician. The technician is responsible for the repairs necessary to replace the damaged component. The on-site technician completes any calibration activities required and ensures the unit meets manufacturer specifications prior to being returned to service. The malfunctioning circuit board was returned to haemonetics for evaluation and was received january 25 2019. Evidence of thermal decomposition was observed on the returned component during evaluation on february 22 2019. The failure of this component will prevent the device from passing the power on self test, which eliminates the risk of injury to a donor. Haemonetics has previously submitted a medwatch for this type of failure, as such an MDR is required.